Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels and dka. The customer did not reconnect to their pump at night and woke up with high blood glucose levels.